Event description:
Surgery to revise acetabular cup due to malalignment. Patient underwent primary cementless arthroplasty on right hip. Three days after surgery, patient heard a snap and pain. Patient stated that they were not "moving as well as this morning and it hurts more". Patient admits to possibly overdoing activity. Surgeon ordered xrays. Acetabular cup has rotated. No acetabular screws were used with the cup original surgery date: 2007; displacement: three days later; revision surgery: two days after. Patient: male.